Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom keypad sensing intermittently. The evaluation found that the soft keys had intermittent operation, determined to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump keypad was intermittently sensing keys. It was also reported that there was no patient incident.